Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet while using a steel contact detach infusion set with 23-inch tubing, did not initially clear the first two alerts, and subsequently noted elevated glucose readings up to 300 mg/dl; delivery was later resumed after clearing the third alert, and the user planned to change the expired set and tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and the reported issue aligned with lack of effect due to interrupted insulin delivery; the device component could not be further assessed due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.